Manufacturer narrative:
(B)(4). Evaluation summary: the diameter of the spike was measured and found to be within specification. Functional testing was performed by spiking the set into an in-house glass container. The sample was primed. The set performed as designed with normal flow and no spike fall-out noted. No nonconformances were observed during sample evaluation. Per baxter labeling, this device is "for use with rigid nonvented solution containers". A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the spike of an interlink vented paclitaxel set became separated from a solution bag. This occurred in the pharmacy when priming the set. There was no patient involvement, patient injury, and/or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The affected device was received for evaluation along with empty b. Braun 500ml 0.9% sodium chloride solution bags. A visual inspection was performed. The customer indicated they were using the set with the solution bags, which is categorized as an off-label use, as these sets are for use with rigid non-vented solution containers. No functional testing will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.